Event description:
Following a mastectomy due to breast cancer, a saline implant was implanted in chest wall by the plastic surgeon. It was made by mentor and called "injection domes with connection systems." Rptr has the product insert that came with it. It would allow the expansion or contraction of fluid depending what was needed. It had tubing with a valve that allowed for this. Five mos after the initial surgery and implant, the plastic surgeon attempted to remove the tubing as planned. Apparently, scar tissue grew around the tubing and when he tried to remove it, it did not slide out as other implant tubing had before but instead the tubing tugged at the implant causing the implant to deflate. It required another incision/outpatient surgery to remove the deflated implant and placed a new implant in the chest cavity. Pt had a fever for a few days immediately afterwards and physical discomfort. It caused pain particularly where the valve was located beneath armpit for a number of mos. Pt had to adjust to another implant again which took mos and needless to say, pt had already been through enough with cancer and chemotherapy and the psychological effect was significant. This was a needless crisis. Pt wrote to mentor twice and they did not see fit to write or call in return, thus pt told them that they would file a complaint. Pt believes the design of that implant is defective, and would like to prevent other women from going through what they did.